Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery - below the knee (sfa-btk). A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on the initial inflation within the specified pressure, the balloon ruptured. Dilation was then performed using a non-boston scientific balloon catheter, the sfa was dilated using a drug-coated balloon, and btk was dilated using a coyote es balloon catheter to complete the procedure. There were no patient complications nor injuries reported.